Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Received transfer. Customer stated he received variable readings of 82, 390,385, 406, 447 on (B)(6) within 10 minutes. He stated the meter is not in line with the freestyle and has no faith in this machine. He opened his bottle of strips on (B)(6) 2012 and stores his test strips inside of a walk in pantry that is closed off from his kitchen. He stated the temperatures are cool inside. He washes his hands with soap and water and allows them to dry thoroughly, but he doesn't change his lancets on every test. I explained to change them on every test. Caller doesn't have any trouble getting a sample size of blood and uses the first drop of blood. Caller stores his strips in the original bottle they were received in and is recapping the bottle cap tightly. No changes in his diet or exercise. Controls not used. Replacing product.